Event description:
It was reported that this implantable pacemaker's right atrial (ra) lead was potentially failing. Technical services (ts) was consulted and advised the electrogram (egm) provided by the health care professional (hcp) showed oversensing of myopotentials on the non-(B)(6) right atrial (ra) lead was observed. Technical services (ts) provided device optimization troubleshooting and recommended revision of the right atrial (ra) lead to achieve normal device behavior. The health care professional (hcp) advised a lead revision will be scheduled for a future date. At this time, the device and lead remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).